Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: 12-nov-2025, 9:04 am, sg 171 mg/dl, bg 53 mg/dl. A review of the dms data revealed that on 12th of nov, at 9:02 am, user's sg was 171 mg/dl and at 9:05 am bg was 53 mg/dl. Sensor glucose was not trending down at the time of the event. The user did not receive a low glucose alert at the time of event because the sg was above the alert level.the user did not seek medical treatment and resolved the event by ingesting sugar. The user's hcp was not aware of the event; the user was advised to follow up with the hcp for further medical guidance.in an associated complaint of sensor inaccuracy,the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, a visual inspection showed anomalies and functional testing showed no chemical malfunction. A review of the data management system (dms) glucose data revealed variable sensor glucose with occasional sg/bg mismatch. A review of the in vivo raw sensor data did not reveal any anomalies around the reported time frame of the event. The failure mode could not be reproduced during the returned product analysis testing. This may occur in some instances where the conditions that present itself in the body are not reproduced in the lab. The root cause for the inaccuracies observed is unknown and is presumed to be associated with the in-vivo state of the hydrogel. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. The manufacturer is currently awaiting for the sensor to be returned. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 09:04 am. The sensor glucose (sg) reading was 171 mg/dl and the blood glucose (bg) measurement was 53 mg/dl. The patient complained of not receiving low glucose alerts from the eversense e3 cgm system. The patient was able to self resolve the event by ingesting sugar. No medical attention was required.